Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to advance the lead during an implant procedure due to patient scar tissue and stenosis. No products were implanted and the patient was referred to another physician for a paddle lead implant. No further information is available.